Event description:
It was reported that a revision surgery was performed.

Event description:
It was reported that revision surgery was performed due to a suspected soft tissue reaction. Devices were implanted at an unknown date during 2000.